Event description:
A customer had a problem with a naso-jejunal feeding tube. The customer reports that while inserting the tube the tip broke off and stayed in the patient. There was a perforation and a billroth ii procedure had to be performed.